Manufacturer narrative:
(B)(4). The device history record review for the product visistat 35w 6/box lot #73h1600471 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the pin will not come out easily and the stapler is jamming. There was no patient injury.